Manufacturer narrative:
Additional product:this product (part#55740005540, lot#h5364923, quantity:02) is not approved for sale in us but a similar device with catalog #55840005540, 510k# k113174 and UDI (B)(4) is approved for sale in us. This product (quantity: 06) is not approved for sale in us but a similar device with catalog #55840006540, 510k# k113174 and UDI (B)(4)is approved for sale in us. Although it is unknown if above devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar pseudoarthrosis and underwent posterior spinal fusion at t10/11-l1/2. Post-op, t10 screw backed out and this event had impact to t9 vertebral body as well. Pain occured as the result of the event. A revision surgery was performed on (B)(6) 2018. Screw on t10 was removed and biopex was injected into empty space, hook was placed at t6/7/8 and connected with mrc.